Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. A day prior to the event onset, the patient was hospitalized due to another indication. The same day as the event onset, the patient was treated with vancomycin (1500mg, once a day, intraperitoneal, for 7 days) for peritonitis. It was reported that the patient passed away (18 days after the event onset). The cause of death was reported as due to respiratory failure and sepsis. It was not reported if an autopsy was performed. The patient was not recovered from peritonitis and was not performing pd therapy prior to, or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.